Event description:
The hosp reported that during a three graft bypass procedure, two heartstring seals were stitched into the anastomoses. For the first graft the surgeon successfully removed the remainder of the seal from anastomosis but had to repair a tissue tear with one corrective pledget suture. For the second graft, while removing the stitched seal, the suture broke when tying down the anastomosis. The surgeon used the side biter clamp to complete the second graft. For the third graft, the heartstring seal cracked during loading the seal into the delivery tube. A second seal was used to complete the procedure.